Manufacturer narrative:
The tech found the power cord ground prong was loose. The tech replaced the power cord to resolve the issue.

Event description:
The tech alleged the ground resistance reading was high on the bed. No injury reported.